Event description:
It was reported that the following issue was observed on the device: "not working." Reported problem cause description: "error 242.4030." Hence, the work performed in the device includes: "checked the unit and found that, error code 242.4030 occurring while infusion. Replace ail kit and motor controller board. Done check in. Now the unit is working in good condition." There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of the device not working was not determined because no product or device logs were returned.